Event description:
The customer contacted physio-control to report that their device unexpectedly lost power, without any manipulation by the user. The patient survived the reported event.

Manufacturer narrative:
Multiple contact attempts have been made to request device information and additional event details, but no response has been provided. The device was not returned to stryker for evaluation, therefore the cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
Corrected information from initial medwatch report: age at time of event of the initial medwatch report indicates 44. Age at time of event of the initial medwatch report should be blank. Gender of the initial medwatch report indicates f. Gender of the initial medwatch report should be blank. Event date of the initial medwatch report indicates 05/05/2019. Event date of the initial medwatch report should indicate 05/01/2019. Initial reporter of the initial medwatch report indicates initial reporter facility: (B)(6). Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter phone: (B)(6). Initial reporter address: (B)(6), 8 rue marcel pagnol. Initial reporter city: (B)(6) fr. Initial reporter postal code: (B)(6). Initial reporter of the initial medwatch report should indicate initial reporter facility: unknown. Initial reporter first name: unknown. Initial reporter last name: unknown. Initial reporter phone: blank. Initial reporter address: unknown. Initial reporter city: unknown. Initial reporter postal code: blank. Health professional of the initial medwatch report indicates yes. Health professional of the initial medwatch report should indicate no. Health professional occupation of the initial medwatch report indicates pharmacist. Health professional occupation of the initial medwatch report should be blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power, without any manipulation by the user. The patient survived the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power, without any manipulation by the user. The patient survived the reported event.